Event description:
It was reported that during a stapled prolapsectomy procedure, the device only cut the tissue partially and the anastomosis was not complete. The surgeon had to manually complete the anastomosis. The pt stayed in the hosp more time than normal (2 days).

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.